Event description:
I've purchased several packages of these and this last time 2 out of 3 of the heads the bristles came out every time I brushed my teeth. It would leave me with a mouth full of them!